Event description:
It was reported by a customer complaint that the patient was seen in the ER for an episode of hypoglycemia. It was reported by the patient that for 3 days prior to the emergency room visit they had been experiencing low blood glucose levels at around 1500 each day. The day of the incident they reported that the low blood sugar came early, they passed out and reportedly stayed in theer all morning. After release from the emergency room the patient went home changed out the administration set and insertin site and resumed using the device. The patient stated a review of the device event history showed no abnormalities. Upon request of the manufacturer the device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.